Event description:
It was reported that the guide wire was fractured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 330cm gw(5pk) flop rotawire was selected for percutaneous coronary intervention. During the procedure, it was noted that the guide wire was fractured, and the procedure could not proceed. The device was fully removed from the patient's body normally and the procedure was completed with another of the same device. There was no patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed that the body of the guidewire was kinked. The kink on the body was measured from distal to proximal and the distance where the kink was found is 1-4.0 inches. A microscopic examination of the device found no sign of fracture could be found. Spring tip was observed bent. Total length of the guidewire was measured and met specification.

Event description:
It was reported that the guide wire was fractured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 330cm gw(5pk) flop rotawire was selected for percutaneous coronary intervention. During the procedure, it was noted that the guide wire was fractured, and the procedure could not proceed. The device was fully removed from the patient's body normally and the procedure was completed with another of the same device. There was no patient complications and the patient was stable post procedure.